Manufacturer narrative:
Product analysis: output connector assembly is broken. Hanger assembly is cracked. Upper case is cracked at bosses. Encoder assembly is hard to dial. Lower case is cracked. Display wire insulation is pinched, wire insulation not compromised. Cable returned with device passed continuity and visual inspection. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.